Event description:
Customer was feeling weak and shaky. Customer normally begins to feel low blood symptoms at 90 mg/dl. Customer tested on her aviva meter and received a result of 104 mg/dl at this time. Customer attempted to self- treat by eating a bowl of (B)(6). Customer took one bite but felt too bad to continue. Customer called the paramedics who arrived 1 hour after the result of 104 mg/dl. Customer was given oxygen and an EKG. The paramedic's meter read 87 mg/dl. While customer was en route to the hospital, paramedics treated her with an unspecified sugar emulsion. At the hospital, approximately 20 minutes later, the paramedic's meter read 81 mg/dl. While in the emergency room the customer obtained an unspecified result from her aviva meter and self-treated with a piece of candy. Customer did not receive any further treatment at the hospital and was discharged that afternoon. Customer has fully recovered. Requested return of suspect device and strips, and replacement was sent

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.